Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test and prime alarm during prime test due to moisture damage on force sensor resistor. Corroded electronic assembly noted during visual inspection. Motor was tested outside the device and passed. Unable to complete functional test due to prime anomaly. Device received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the device was exposed to the pool water. Customer's blood glucose was 187 mg/dl. Customer forgot to take off the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.